Event description:
It was reported that they keypad failed. There was no patient involvement.

Manufacturer narrative:
Correction: d1, h3, h6 (method, results, conclusion), and h11. Additional information: g7, h2, h7, and h10 (investigation results). The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 01/09/2018 to the present date 10/23/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that they keypad failed. There was no patient involvement.